Manufacturer narrative:
D10: (B)(6), 02-012-42-2008 - logic pts, size 2, 8mm , (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t , (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 6 years and 10 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and osteolysis. Revision surgery operative notes were provided. It was later reported that the patient's femoral component was found to be debonded. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.